Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s cgm displayed 339 mg/dl. She self-treated with insulin and a short time later, she lost consciousness. Her husband called the paramedics who performed a bg which was 31 mg/dl. The patient was treated with IV glucose, not transported to the hospital and released after treatment. However, 15 minutes after the paramedics left, the patient lost consciousness again, the paramedics were called and returned. The patient was treated with IV glucose and transported to the hospital where she was admitted for 2 days and treated with IV glucose. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).